Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A healthcare professional reported that there was an unknown issue with the disposable irrigation/aspiration (I/a) tip which caused a posterior capsule rupture. A vitrectomy was performed and the planned intraocular lens implant (iol) was able to be implanted in the sulcus.

Manufacturer narrative:
Additional information is provided in h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report of issue with tip and posterior capsule rupture/tear; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).